Event description:
The customer reported that the device¿s touchscreen does not work. It is unknown if the device was in use at the time of the event. There was no patient or user harm reported. The authorized service provider (asp) checked all overlay cables and boards and performed touchscreen calibration, but the issue was not resolved. The asp replaced the mmi pcba, and the issue was resolved.

Manufacturer narrative:
(B)(6).